Event description:
Per the clinic, the patient experienced irritation at the suture line following implantation and was prescribed oral antibiotics on (B)(6) 2026 (duration not reported). On march 05, 2026, the patient developed tenderness at the magnet site and skin breakdown was noted. Device use was discontinued. At a follow-up visit on (B)(6) 2026, partial improvement was observed; however, the site had not fully healed, and continued non-use of the device for an additional two weeks was advised. Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.